Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation, but the investigation of the overinfusion has not yet been completed. A follow-up report will be submitted when the evaluation results are available or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump over delivered during patient use. The customer programmed the device to infuse an unknown patient with 500 milliliters of a solution of 900 milligrams amiodarone at a rate of 21.7 milliliters per hour, however, after 2 hours and 10 minutes the device had already infused 250 milliliters. No patient injury or medical intervention was reported. The user interface module master software version of this device is unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition for a colleague infusion pump with an overinfusion was not confirmed and not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review revealed that this device was not previously serviced for the reported condition. However, the pumphead module was replaced during previous servicing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.